Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device jaws became jammed at the end of a whipple procedure. The device was pried off with the use of another instrument and the knife was described as protruding from the jaws. The surgeon used an lf1212 to complete the procedure. There was no pt injury.